Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.

Event description:
Boston scientific (bsc) crm received and reported the following info: "implantable lead was going to be explanted due to a pt infection. To date, there have been no reported adverse pt effects related to this clinical observation.."